Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch manufacturer's report number 1222780-2010-00133. Following an adiana procedure for permanent contraception and a post adiana hysteroscopy which did not show a perforation, the physician attempted a novasure endometrial ablation. The cavity integrity assessment (cia) test failed twice and the physician removed the novasure device. Another hysteroscopy was done and a uterine perforation was confirmed. No treatment was needed for the perforation and the pt was discharged home. A hysteroscopy and dilatation (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.